Event description:
It was reported that a patient presented with oversensing noise on the atrial lead resulting in inappropriate mode switch and pacing inhibition and oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The physician elected to explant and replace the atrial and rv leads. The patient was stable following the procedure.